Event description:
It was reported that the arctic sun device was not cooling. The check of chiller temperature (t4) was showed as 5c. They discussed that was indicative of a failed mixing pump and stated they had a mixing pump and would replace it locally.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed mixing pump. A check of chiller temperature (t4) was showed as 5c. They discussed that was indicative of a failed mixing pump and stated they had a mixing pump and would replace it locally. Per biomed via follow up, customer states the mixing pump was received and replaced. They ran a functional test and returned device to floor. The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the arctic sun device was not cooling. They check of chiller temperature (t4) was showed as 5c. They discussed that was indicative of a failed mixing pump and stated they had a mixing pump and would replace it locally.